Manufacturer narrative:
Per mw5167532, this was not reported directly to the manufacturer and the device will not be returned for investigation. If any further information on this complaint is received and an investigation can be completed, a supplemental report may be filed. Original MDR 2027754-2025-00007 was reported for mw5167533.

Event description:
Patient had a left metacarpal fracture, and was in operating room for an open reduction, internal fixation of left metacarpal fracture. The surgeon was placing screws and a plate from the osteomed handset. While placing the screws, 2 of the screw heads broke off. The screws were already placed into the bone but now have no heads. Screw heads (two) were collected and given to pathology.